Event description:
The pt reportedly was not making expected progress in speech and heaaring while using the device. In 2003, the pt was seen by a co rep for device eval. Testing conducted confirmed no neural responses on several electrodes. Surgery has been scheduled to explant the pt's device.